Event description:
The customer reported the system had a bad contact between the c - arm connector cable and the workstation causing intermittent shut down. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.